Event description:
It was reported during the use the pump alarmed "no message" no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Tamper seal broken or labels missing / physical condition of device: all labels were still intact. / no physical damaged was found on the device. Evidence of reported problem in event log: as a result of checking the log, it confirmed that there was a record of occurred nda during priming or pump operate on (B)(6) 2023. Reported problem duplicated / replicated: no. It could not confirm the customer reported issue. What caused the reported (primary) problem: possible defective downstream sensor or cassette product. Actions / repairs done to correct the reported problem: preventively, replace the downstream, and upstream sensor re-calibration. Allegation confirmed: yes problem source: no fault found DHR review summary: product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous 12 months (serviced on 03/2021) and there was no indication the complaint was related to previous service of the device.